Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited noise that had the characteristics of 60 hz noise or electromagnetic interference. The ICD remains in use. No patient complications have been reported as a result of this event.